Event description:
Ami clinical trial. It was reported that post index procedure, the pt had a myocardial infarction (mi), stent thrombosis (st) and target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid right coronary artery (rca) due to an acute mi. The lesion was 3.9 mm wide, 26 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 4.0 x 32 mm taxus express stent. Post dilatation stenosis was 0%. The patient rec'd unfractionated heparin, aspirin, bisoprol, and plavix pre procedure; as well as reopro and abciximab during the procedure. The pt was discharged 3 days later on aspirin, plavix, bisoporol, simvastatin and an ace inhibitor. Three hundred and one days later, the pt presented with chest pain and ECG st elevations. Angiography revealed complete occlusion of the taxus stent. Clot aspiration was attempted without results. The lesion was dilated with a balloon and a bare metal stent (bms) was implanted just distal to the taxus stent with some overlap. A second bms was implanted within the taxus stent at the site of residual stenosis resistant to repeated blaloon inflations. Of note, the pt stopped plavix on day 200. The event resolved. The physician noted that the event was probably related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.